Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that there have been several occurrences of cracked cartridges over the past 2 months. The timing of the event and patient impact are unknown. This is the second report from this facility. Additional information has been requested.

Manufacturer narrative:
The company iii (d) cartridge was not returned for evaluation, a photo was provided. The cartridge tip is not in focus. A line is observed, which may be crack along the top center of the nozzle and the tip. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported damage could not be determined. The company iii (d) cartridge was not returned for evaluation. No determination could be made from the provided photo because the tip and nozzle were not in focus. A line was observed, which may be crack along the top center of the nozzle and the tip. The line on the top of the nozzle is in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. Associated products were not provided. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).